Manufacturer narrative:
Additional information: b5, d9, h3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 21aug2023. "Standard water for irrigation" was used to flush the sheath.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during a cerebral angiogram with stent placement for a basilar artery aneurysm, a flexor shuttle tibial guiding sheath leaked at the connection tubing/hub. The leak occurred during the procedure, after cannulation of the left vertebral artery. A new long sheath and new connection tubing were used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information received 21aug2023. "Standard water for irrigation" was used to flush the sheath. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection and functional test of the complaint device was also conducted. The used complaint device was returned to cook for investigation. During testing, the device only leaked through the tuohy-borst adapter when it was opened. There was no damage noted to the device. Although a leak could not be confirmed during testing, the customer provided a video, showing a leak at the connection between the tuohy-borst adapter and connecting tube during use. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other related complaints for the final lot, subassembly lot, or raw material. The product IFU states ¿using the side-arm of the valve, flush the sheath by filling the sheath assembly completely with heparinized saline.¿ a supplier investigation found no issues on the lot and concluded that quality inspections were acceptable. The information provided upon review of the dmr, DHR, IFU, supplier investigation, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to manufacturing or design deficiencies, contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, during a cerebral angiogram with stent placement for a basilar artery aneurysm, a flexor shuttle tibial guiding sheath leaked at the connection tubing/hub. The leak occurred during the procedure, after cannulation of the left vertebral artery. A new long sheath and new connection tubing were used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer name and address= phone: (B)(6). E3: occupation = radiographer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.